Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Review of the service history indicates the reported issue of system error 322 is a repeat symptom within the past 12 months. During previous servicing the evaluator could not reproduce the error, however the lower auxiliary was found not to function properly and was replaced. The review of the prior service record indicates that all service actions were completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error(low)) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.